Manufacturer narrative:
January 19, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). The analysis of the returned device shows that: the x-ray performed upon device reception, as well as the visual inspection of the connector, shows that the ventricular setscrew is lying on the corresponding terminal block (refer to the x-ray below). In addition, inspection of the silicone cover showed damages of the ventricular intended screwdriver slot. Conclusion: the electrical characteristics of the returned unit are within specifications. The inspection of the connector of the returned device upon reception revealed damages of the intended screwdriver slot at the ventricular level and showed that the ventricular setscrew was completed unscrewed; to position it correctly after disengagement might be difficult.

Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant, but intermittent pacing was seen when connecting the device. The procedure was prolonged, but the device was finally not implanted and returned for analysis.